Manufacturer narrative:
Date rec¿d by MFR: there was no patient involved in this event. The PMA# provided is associated with most recent approval. No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the heartmate power module was found to have damage during routine service. The top housing, bottom housing, 4 rubber vent bands, and battery clip were all damaged. The battery had also been expired. Internal lvad connectors and direct current connectors were replaced out of precaution.

Manufacturer narrative:
Manufacturer's investigation conclusion: the power module (serial #(B)(6) was returned for analysis to the european distribution center (edc) and it was noted that the top and bottom housing were damaged, the battery was expired, and the battery clip as well as four rubber vent bands were damaged. The power module was powered on as intended and operated as expected. The housing, battery, battery clip, and four rubber vent bands were replaced. Preventative maintenance was performed. The unit was cleaned, and old labels were removed. All tests were performed per procedure. The root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed for the power module (serial (B)(6) and the power module was found to pass all manufacturing and quality assurance specifications before being shipped to the customer. Heartmate iii instructions for use (IFU) section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use the patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.